Event description:
It was reported to boston scientific corporation that and exalt model d scope was utilized during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2026 for the treatment of a biliary structure. During the procedure, the exalt model d scope image was lost. The procedure was completed with a different device. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6:imdrf code a06 captures the reportable event of loss of visualization.